Event description:
It was reported that the 6800 system had a low voltage error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failuare could not be duplicated. The controller board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.